Event description:
It was reported that the lead integrity alert (lia) triggered due to sensing integrity count (sic) and nonsustained tachycardia episodes. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.